Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. A patient had an unrelated surgery where the ipg may not have placed in surgery mode. The rep met with the patient and was unable to recover the ipg. The ipg was deemed inoperable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported the following a hip replacement procedure the ipg became inoperable and has been unable to communicate with external devices. It was unable to be determined if the device was placed into surgery mode or not. Programmer displayed error messages "generator unavailable" and "no generator found". Multiple ble chip resets and attempts at troubleshooting were undertaken to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. A patient had an unrelated surgery where the ipg may not have placed in surgery mode. The rep met with the patient and was unable to recover the ipg. The ipg was deemed inoperable. Replacement surgery was pending scheduling. In an update, the rep spoke with the patient¿s caretaker. The patient was under hospice care and would not be rescheduling surgery. In an update it was reported patient underwent replacement surgery (B)(6) 2024. There were no complications. Successful therapy was resumed after surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.